Manufacturer narrative:
(B)(4). This lead remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. This patient was taken to emergency room as chest pain and syncope was experienced. Medical testing revealed that the perforation caused undersensing, failure to capture, noisy signals, high capture thresholds measurements, low amplitude/poor morphology and low pacing impedance. It was believed that the patient suffered a pleural effusion. This perforation allegation was confirmed with fluoroscopy. This lead was then surgically repositioned. No additional adverse patient effects were reported.